Event description:
The recipient is reportedly experiencing a decrease in performance. External equipment has been exchanged and programming adjustments were made, however, the issue is not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed damaged and cut electrode wires prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection confirmed damaged and cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. The device passed all of the tests performed. This is the final report.